Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration of essure") and pelvic adhesions ("pelvic adhesions") in a female patient who received essure for female sterilization. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, pelvic pain and abdominal pain lower and pelvic adhesions (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal on (B)(6) 2013) and surgery (extensive lysis of adhesions on (B)(6) 2013). Essure was withdrawn. At the time of the report, the uterine perforation and pelvic adhesions outcome was unknown. The reporter considered uterine perforation and pelvic adhesions to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and perforation and migration of essure(seen as uterine perforation) occurred. A diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal was performed around 6 years after placement and during this procedure pelvic adhesions were detected and an extensive lysis was performed. Both events are serious due to medical importance. Pelvic adhesions is unanticipated in essure's reference safety information whereas other event is anticipated. Uterine perforation is a potential complication of essure insertion or removal. In this present case, the mechanism of uterine perforation was unknown, however given event's nature it was considered related to essure. Pelvic adhesions can be a consequence of uterine perforation and migration, therefore the causality was regarded related to essure. This case was regarded as incident since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration of essure/ migration of essure device"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device (uterine cavity)") and pelvic adhesions ("pelvic adhesions") in a 40-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2007. The patient's past medical history included anemia and unwanted pregnancy. The patient was african american. Concurrent conditions included contrast media allergy, gravida ii since (B)(6) 2007, uterine fibroids since (B)(6) 2007, parity 2 since (B)(6) 2007, iodine allergy and sulfonamide allergy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal on (B)(6) 2013) and surgery (extensive lysis of adhesions on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion and pelvic adhesions outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered device expulsion, fallopian tube perforation, menorrhagia, pelvic adhesions, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the left tubal ostia was then identified and cannulated with an essure device. It was deployed to an 8 quill deployment. The right fallopian tube was then cannulated and there was deployment of the essure device to a 3 quill deployment. Diagnostic results: transvaginal ultrasound (tvu) - believes she underwent an ultra sound a few months later, she is allergic to dye and could not undergo an hsg(hysterosalpingogram). Device was in fundus of uterus and not in the fallopian tubes or uterine horns on (B)(6) 2011, patient complains of pain affecting left iliac crest and pelvis. On (B)(6) 2007, procedures: hysteroscopy, bilateral tubal occlusion with essure hysteroscopy and hydrothermablation. On (B)(6) 2013, operations and major procedures: diagnostic laparoscopy, extensive lysis of adhesions and supracervical abdominal hysterectomy. On the same day, findings: on diagnostic laparoscopy, the patient was noted to have dense pelvic adhesions. The small bowel and colon were densely adheredthe uterus and ovaries. Omentum covered the entire left side of the abdominal wall. Hospital course: the patient was taken to the operating room, and a diagnostic laparo opy was performed, an she was noted to have dense pelvic adhesions, and her surgery was converted to an abdominal approach. A supracervical hysterectomy was perfonned, and the patient was then taken from the operating room to the recovery room in good condition. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received - outcome for the event vaginal bleeding was added as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration of essure/ migration of essure device"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device (uterine cavity)") and pelvic adhesions ("pelvic adhesions") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included contrast media allergy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal on (B)(6) 2013), surgery (diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal on (B)(6) 2013) and surgery (extensive lysis of adhesions on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pelvic adhesions and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered device expulsion, fallopian tube perforation, menorrhagia, pelvic adhesions, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: transvaginal ultrasound (tvu) - believes she underwent an ultra sound a few months later, she is allergic to dye and could not undergo an hsg(hysterosalpingogram). Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, migration of essure device (uterine cavity) and perforation (fallopian tube(s), malposition of essure device (uterine cavity), pain clubbed to previous events. Reporter information added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration of essure/ migration of essure device"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device (uterine cavity)") and pelvic adhesions ("pelvic adhesions") in a 40-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2007. The patient's past medical history included anemia and unwanted pregnancy. The patient was african american. Concurrent conditions included contrast media allergy, gravida ii since (B)(6) 2007, uterine fibroids since (B)(6) 2007, parity 2 since (B)(6) 2007, iodine allergy and sulfonamide allergy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal on (B)(6) 2013) and (extensive lysis of adhesions on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion and pelvic adhesions outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered device expulsion, fallopian tube perforation, menorrhagia, pelvic adhesions, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the left tubal ostia was then identified and cannulated with an essure device. It was deployed to an 8 quill deployment. The right fallopian tube was then cannulated and there was deployment of the essure device to a 3 quill deployment. Diagnostic results: transvaginal ultrasound (tvu) - believes she underwent an ultra sound a few months later, she is allergic to dye and could not undergo an hsg(hysterosalpingogram). Device was in fundus of uterus and not in the fallopian tubes or uterine horns on (B)(6) 2011, patient complains of pain affecting left iliac crest and pelvis. On (B)(6) 2007, procedures: hysteroscopy, bilateral tubal occlusion with essure hysteroscopy, and hydrothermablation. On (B)(6) 2013, operations and major procedures: diagnostic laparoscopy, extensive lysis of adhesions, and supracervical abdominal hysterectomy. On the same day, findings: on diagnostic laparoscopy, the patient was noted to have dense pelvic adhesions. The small bowel and colon were densely adheredthe uterus and ovaries. Omentum covered the entire left side of the abdominal wall. Hospital course: the patient was taken to the operating room, and a diagnostic laparo opy was performed, an she was noted to have dense pelvic adhesions, and her surgery was converted to an abdominal approach. A supracervical hysterectomy was perfonned, and the patient was then taken from the operating room to the recovery room in good condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration of essure/ migration of essure device"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device (uterine cavity)") and pelvic adhesions ("pelvic adhesions") in a 40-year-old female patient who had essure (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermablation performed concomitantly with the essure micro-insert implantation" on 21-dec-2007. The patient's past medical history included anemia and unwanted pregnancy. The patient was african american. Concurrent conditions included contrast media allergy, gravida ii since 21-dec-2007, uterine fibroids since 21-dec-2007, parity 2 since 21-dec-2007, iodine allergy and sulfonamide allergy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, supracervical abdominal hysterectomy and extensive lysis of adhesions on 19-jul-2013). Essure was removed on 19-jul-2013. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pelvic adhesions and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered device expulsion, fallopian tube perforation, menorrhagia, pelvic adhesions, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the left tubal ostia was then identified and cannulated with an essure device. It was deployed to an 8 quill deployment. The right fallopian tube was then cannulated and there was deployment of the essure device to a 3 quill deployment. Diagnostic results: transvaginal ultrasound (tvu) - believes she underwent an ultra sound a few months later, she is allergic to dye and could not undergo an hsg(hysterosalpingogram). On 05dec2011, patient complains of pain affecting left iliac crest and pelvis. On 21dec2007, procedures: hysteroscopy bilateral tubal occlusion with essure hysteroscopy hydrothermablation on 19jul2013, operations and major procedures: diagnostic laparoscopy extensive lysis of adhesions supracervical abdominal hysterectomy on the same day, findings: on diagnostic laparoscopy, the patient was noted to have dense pelvic adhesions. The small bowel and colon were densely adheredthe uterus and ovaries. Omentum covered the entire left side of the abdominal wall. Hospital course: the patient was taken to the operating room, and a diagnostic laparo opy was performed, an she was noted to have dense pelvic adhesions, and her surgery was converted to an abdominal approach. A supracervical hysterectomy was perfonned, and the patient was then taken from the operating room to the recovery room in good condition most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Reporters were added. Medically confirmed case. The patient was african american. Patient¿s concomitant disease, historical condition and unstructured relevant tests were added. Essure lot number added. Endometrial ablation performed concomitantly with the essure micro-insert implantation nos was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and perforation and migration of essure (seen as uterine perforation) occurred. A diagnostic laparoscopy, supracervical abdominal hysterectomy and essure removal was performed around 6 years after placement and during this procedure pelvic adhesions were detected and an extensive lysis was performed. Both events are serious due to medical importance. Pelvic adhesions is unanticipated in essure's reference safety information whereas other event is anticipated. Uterine perforation is a potential complication of essure insertion or removal. In this present case, the mechanism of uterine perforation was unknown, however given event's nature it was considered related to essure. Pelvic adhesions can be a consequence of uterine perforation and migration, therefore the causality was regarded related to essure. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.